Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 2.5 therapy for renal failure chronic. Dianeal-n remained ongoing and unchanged. On (B)(6) 2012, a baxter representative contacted the patient to conduct periodic inspections of the machine and it was reported that the patient was hospitalized for peritonitis. Upon follow-up, the physician confirmed the patient was hospitalized for peritonitis. Treatment included unspecified antibiotics. At the time of this report the patient was recovering from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.